Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a leak that may be greater than 4.5 lpm resulting in the loss of ventilation modes. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no failure of the reported unit. No leak occurred. The initial MDR was not reportable.